Event description:
Patient reported obtaining back-to-back blood glucose results of 197 mg/dl, 546 mg/dl, and 216 mg/dl, on the suspect device. Patient did not indicate if therapy was modified based on these values. No patient injury was reported. Quality control testing was not performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.